Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('there had been a perforation of the uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("physical pain"). The patient was treated with surgery (bilateral salpingectomies, laparoscopy with removal of intra-abdominal essure coils.). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. On (B)(6) 2012: findings: spot image demonstrates bilateral essure microinserts projecting at the mid lower pelvis contrast opacification of the endometrial cavity showing unremarkable contour. Appropriate pressurization of the endometrial cavity is performed. Bilateral fallopian tubes fill with contrast with immediate spillage of contrast into the peritoneal cavity. The essure inserts are extrinsic to the fallopian tubes and project inferior to the tubes, possibly having been expelled into the pelvic cul-de-sac. Impression: failed essure sterilization procedure with migration of inserts. Location of inserts is difficult to determine. Noncontrast CT may be helpful for further evaluation. Concerning injuries reported in this case the following one/ones were described in patient medical records : uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2019: pfs and mr received: event there had been a perforation of the uterus was added. Lab data added. Patient date of birth added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture'), uterine perforation ('there had been a perforation of the uterus') and fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation ("migration"), pelvic pain ("physical pain") and psychological trauma ("psych injury"). The patient was treated with surgery (bilateral salpingectomies, laparoscopy with removal of intra-abdominal essure coils.). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, device dislocation and psychological trauma outcome was unknown and the pelvic pain had resolved. The reporter considered device breakage, device dislocation, fallopian tube perforation, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: treatment received for pain, abnormal bleeding, psych injury, perforation, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.; on (B)(6) 2012: findings: spot image demonstrates bilateral essure microinserts projecting at the mid lower pelvis contrast opacification of the endometrial cavity showing unremarkable contour. Appropriate pressurization of the endometrial cavity is performed. Bilateral fallopian tubes fill with contrast with immediate spillage of contrast into the peritoneal cavity. The essure inserts are extrinsic to the fallopian tubes and project inferior to the tubes, possibly having been expelled into the pelvic cul-de-sac impression: failed essure sterilization procedure with migration of inserts. Location of inserts is difficult to determine. Noncontrast CT may be helpful for further evaluation. Concerning injuries reported in this case the following one/ones were described in patient medical records : uterine perforation . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events added: fracture, migration, fallopian tube perforation, psych injury, outcome of previously added events pelvic pain was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture'), uterine perforation ('there had been a perforation of the uterus') and fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation ("migration"), pelvic pain ("physical pain") and psychological trauma ("psych injury"). The patient was treated with surgery (bilateral salpingectomies, laparoscopy with removal of intra-abdominal essure coils.). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, device dislocation and psychological trauma outcome was unknown and the pelvic pain had resolved. The reporter considered device breakage, device dislocation, fallopian tube perforation, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: treatment received for pain, abnormal bleeding, psych injury, perforation, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.; on (B)(6) 2012: findings: spot image demonstrates bilateral essure microinserts projecting at the mid lower pelvis contrast opacification of the endometrial cavity showing unremarkable contour. Appropriate pressurization of the endometrial cavity is performed. Bilateral fallopian tubes fill with contrast with immediate spillage of contrast into the peritoneal cavity. The essure inserts are extrinsic to the fallopian tubes and project inferior to the tubes, possibly having been expelled into the pelvic cul-de-sac impression: failed essure sterilization procedure with migration of inserts. Location of inserts is difficult to determine. Noncontrast CT may be helpful for further evaluation. Concerning injuries reported in this case the following one/ones were described in patient medical records : uterine perforation,retrieval foreign object from abdominal cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2021: mr received. Reporter's information added. Case became medically confirmed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture'), uterine perforation ('there had been a perforation of the uterus') and fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation ("migration"), pelvic pain ("physical pain") and psychological trauma ("psych injury"). The patient was treated with surgery (bilateral salpingectomies, laparoscopy with removal of intra-abdominal essure coils.). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, device dislocation and psychological trauma outcome was unknown and the pelvic pain had resolved. The reporter considered device breakage, device dislocation, fallopian tube perforation, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: treatment received for pain, abnormal bleeding, psych injury, perforation, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.; on (B)(6) 2012: findings: spot image demonstrates bilateral essure microinserts projecting at the mid lower pelvis contrast opacification of the endometrial cavity showing unremarkable contour. Appropriate pressurization of the endometrial cavity is performed. Bilateral fallopian tubes fill with contrast with immediate spillage of contrast into the peritoneal cavity. The essure inserts are extrinsic to the fallopian tubes and project inferior to the tubes, possibly having been expelled into the pelvic cul-de-sac impression: failed essure sterilization procedure with migration of inserts. Location of inserts is difficult to determine. Noncontrast CT may be helpful for further evaluation. Concerning injuries reported in this case the following one/ones were described in patient medical records : uterine perforation quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.